Manufacturer narrative:
This is the second revision surgery underwent by th patient. During the first revision the patient fell and dislocated his patella. The surgeon felt the patient's knee was loose. The surgeon swapped the poly. The patella was in good condition and remained in the patient. In (B)(6) 2017 the patient's patella was dislocating again. Batch reviews performed on 10 november 2017. Lot 166108: (B)(4) items manufactured and released on 25 november 2016. Expiration date: 2021-11-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere femoral component cemented size 6 left, code 02.12.0006l, lot. 161654 (k121416) (B)(4) items manufactured and released on 21 april 2016. Expiration date: 2021-04-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient's patella dislocated. The surgeon felt the femur was internally rotated from the initial primary surgery, thereby causing the patella to not track appropriately. A revision surgery was performed to replace the femoral component and the insert. The patellar component was also removed, the patella recut and replaced.